Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The connector part of the tubing got broken the part where it connects to the reservoir. No further information available.